Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020.

Event description:
It was reported that the patient was experiencing sharp shooting pain in the right back despite having the stimulator off. It was also reported that the patient thought it could be irritation at the ipg site and that there was palpating below the ipg site near the patients hip which recreate the pain. The patients device was reprogrammed to resume using the stimulator. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned.